Event description:
It was reported that the catheter was causing the patient pain and she wanted it explanted. The patient was taken into surgery on (B)(6) 2014. They were planning to remove the distal segment of the existing catheter and leave the pump and a portion of the proximal catheter in place. It was noted that they may decide to leave the drug in the pump or fill it with saline and have it deliver in minimum rate mode. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported the patient had increased pain. The location of the catheter was at t-10. The hcp thought that maybe there was narrowing of the spinal canal and that it was restricting the catheter. When they opened up the patient, they did not really see anything, no cause was determined for what was causing the pain. They removed the distal segment and left the proximal segment intact. As far as the reporter knew they did not replace the catheter. Additional information received later reported the pump was used to deliver prialt. Additional information later received reported they have not put in a new catheter. The segment was removed because it was believed to be causing nerve root irritation. The patient was being managed with oral medication. The patient was seen for follow-up in (B)(6). The nerve root irritation seems to have resolved as well as the pain. The patient wants a new catheter but the physician does not want to do this at this time. Prior to the pump being turned to minimum rate it was delivering 1.2 mg/day. That was in (B)(6) when this dose was last being delivered. The pump was still implanted. The pump was not alarming and it had not been turned off. It was still set on minimum rate. No plans for surgical intervention are on the table at this time. The patient will continue to be monitored and a decision made on whether to permanently abandon pump therapy at some point in time.